Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm. Four gore excluder aaa endoprostheses were used. The physician converted the patient to open repair during the procedure because the patient had "significant tortuosity" and an angulated neck. Measurements were not available.. The aneurysm size was 7.5 cm. The patient tolerated the procedure.